Event description:
Patient with multiple admissions presented on (B)(6) 2018 with abnormal pain and worsening generalized pruritus. On (B)(6) 2018: underwent ercp with biliary stent change (B)(6) 2018: insertion of venous port for vascular access. On (B)(6) 2018: blood cultures (B)(6). On (B)(6) 2018: repeat blood cultures showed no growth. On (B)(6) 2018: venous port was removed and patient is afebrile. On (B)(6) 2018: repeat blood cultures showed no growth. On (B)(6) 2018: provena PICC line was inserted. On (B)(6) 2015: patient notified staff that he was "laying on something" and noticed that his PICC line was "broken". He admits to "not messing with the catheter " and that the catheter was noted to be still clamped with no evidence of blood loss from site. It was noted that the purple line had "broken off near colored lumen". Per pa orders the line remained clamped (and let in). On (B)(6) 2018: the catheter was exchanged using a guidewire - damaged provena PICC line was removed and a new provena PICC line was inserted. Patient tolerated the procedure w/o any adverse events. Patient remains hospitalized at this time.